Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
It was reported the patient fell on her buttock and has a fractured tail bone and pelvic bone. The patient then had worsening spasticity in the leg and arm. The patient believed the pump may have quit working and/or she was concerned the catheter moved. The patient contacted their doctor but the doctor didn't seem to think anything happened to the pump. The pump was jabbing her hip when she tries to walk after she took the fall. The patient asked her doctor to lower her dose because she thought it was making her drowsy. The type of medication being delivered via the device system was baclofen. Additional information has been requested regarding diagnostics, interventions and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.